Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose was unknown. Troubleshooting found the insulin pump's drive support cap appeared to be normal. The caller could not recall pressing on the cap while connected. The caller was advised to disconnect from the insulin pump and revert to a back-up plan. The caller was advised that the device would be replaced. The caller declined to return the product for analysis.